Event description:
Customer called and reported the pad wouldn't turn on, red light doesn't always work, but heats up. Wiggling the cord to try to make it work, switch exploded n her hand, and saw a ball of fire the size of a golf ball.

Manufacturer narrative:
Upon examination, we discovered that the switch casing had been cracked, internal components were broke and the customer continued to use it. It also appears as though the customer taped the trigger switch down while in use. The inspection found that the incident reported could have been caused by user misuse.